Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief and the trunk cable was severed and missing. The cause of the test failure was the pulled dn to rear te cable and severed trunk cable. The root cause of the pulled dn to rear te cable was excessive force. The root cause of the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.